Event description:
It was reported that ten (10) minicaps cracked. This was observed during use of the device for peritoneal dialysis therapy. To remedy the issue, the minicap was changed there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however ten (10) companion samples were provided for evaluation. A visual inspection was performed with the naked eye with no issues noted. An underwater pressure test was also performed with no issued noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.